Event description:
It was reported to medtronic neurosurgery that in the past six months more than one unit has had a patient-line tubing disconnect from the patient line stopcock. An exact number units was not known. It was also reported that there was no known patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.